Manufacturer narrative:
Reported event an event regarding arm haptic issue involving a mako pka software was reported. The event was not confirmed. Method & results -product evaluation and results: review of the case session files was not performed as the incorrect archive file was provided for review. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: observation- unable to duplicate issue. Action taken- performed testing and troubleshooting per service manual mako 3.x, I verified motor phasing and calibration on left and right side were within specifications. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1912 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1912 shows no other similar complaints for pka software - arm haptic issue. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a review of the case files was not completed as the incorrect archive file was provided. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported that the surgeon observed a discrepancy between the haptics and the actual alignment of the blade on the patient's anatomy. The surgeon assessed the position as medial, while the software indicated lateral. The surgeon requested to reregister the patient's anatomy. In response, the mps thoroughly checked and verified all patient information and the surgical plan before redoing the bone registration. The surgeon noted that the mics and saw attachment were misaligned but confirmed that the burr was correctly aligned. Blade in software did not match blade in haptics on patients' anatomy. Burr was fine, however. Arrays did not move, all checkpoints passed, nothing else appeared to be compromised. Case type / application: pka (mics).

Event description:
Mps reported that the surgeon observed a discrepancy between the haptics and the actual alignment of the blade on the patient's anatomy. The surgeon assessed the position as medial, while the software indicated lateral. The surgeon requested to reregister the patient's anatomy. In response, the mps thoroughly checked and verified all patient information and the surgical plan before redoing the bone registration. The surgeon noted that the mics and saw attachment were misaligned, but confirmed that the burr was correctly aligned. Blade in software did not match blade in haptics on patients' anatomy. Burr was fine, however. Arrays did not move, all checkpoints passed, nothing else appeared to be compromised. Case type / application: pka (mics)

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.